Event description:
Revision surgery - due to the patient presenting with pain. The surgeon felt it was due to poly wear (9 1/2 years post operation). The surgeon replaced the poly and decided to go with an ultra congruent option.

Manufacturer narrative:
The reason for this revision surgery was knee pain. The previous surgery and the revision detailed in this investigation occurred over 9 ½ years apart. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device has not been made available to (B)(4) for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to pain. The device was within the expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to knee pain. There are multiple factors that may contribute to the event that are outside the control of (B)(4) are patient activities, trauma, and patient non-compliance with medical instructions. The complaint does state that the event occurred over 9 ½ years post-operative and it seems that the poly insert might get eroded during this period of usage. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to pain and hence a definitive root cause cannot be determined inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.